Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14052, 2017865-2019-14053 it was reported that the patient experienced skin redness and swelling and presented in clinic. Upon examination, pocket infection was confirmed. The surgeon performed debridement on (B)(6) 2018, (B)(6) 2018. The pacemaker was explanted and replaced on august 27, 2018. The right atrial and right ventricular lead remained implanted. The procedure was successful and the patient's condition was stable.